Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection vancomycin (1 gram, frequency, duration and route not reported) for peritonitis. It was unknown if the patient recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). On an unreported date the patient's fluid was clear and they recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.